Event description:
It was reported to medtronic minimed that the customer initially experienced cosmetic damage on the pump. The customer reported a blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with manual injection, intravenous insulin drip, insulin pump, and was hospitalized. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was performed for the cosmetic damage and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Troubleshooting was performed for the high blood glucose event and the customer was not using the auto mode/smart guard feature at the time of the event. The customer has been using the insulin pump system within 48hours of the reported high blood glucose event. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the ss event date of 05-mar-2025. On the customer's event date of 03-mar-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the customer's event date of 03-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 190500 (19.05 u) and dailytotalofbolusinsulindelivered = 202000 (20.2 u) which is equal to the dailytotalofallinsulindelivered = 392500 (39.25 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior surrounding the date of (B)(6) 2025 and customer's event date of 03-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 15:18:00.000 insert battery alarm was found on: (B)(6) 2025 15:19:18.000 (B)(6) 2025 15:03:25.000, 03/04/2025 15:14:00.000, 03/04/2025 15:53:28.000 (B)(6) 2025 16:03:00.000, 03/04/2025 16:27:49.000, 03/04/2025 16:37:00.000 (B)(6) 2025 19:41:05.000 pump error 23 alarm was found on: (B)(6) 2025 16:04:03.000 (B)(6) 2025 16:14:00.000 power loss alarm was found on: (B)(6) 2025 15:49:39.000 (B)(6) 2025 16:16:18.000, (B)(6) 2025 16:16:26.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 07:19:58.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1/pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.92 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the back of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. However, during visual inspection slight corrosion was found on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.